Manufacturer narrative:
One (1) used device was received for evaluation. A visual inspection was performed, and the flange was found to be torn, the reported issue was duplicated. The probable cause is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the product broke while on use at one of the neck strap holes. There was a patient involvement, no patient injury was reported.